Event description:
It was reported that there was low impedance. The lead was capped. It was further reported that during implant attempt of the replacement lead, a perforation occurred resulting in cardiac tamponade. Additional information obtained indicated the patient died three days later secondary to medical conditions unrelated to the implant. The death was not device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood in/on the helix/lobe mechanism.